Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl at the time of incident. The customer's current blood glucose level was 137 mg/dl. The other relevant blood glucose level was 52 mg/dl, 65 mg/dl, 32 mg/dl, 35 mg/dl. Troubleshooting was performed for low blood glucose over delivery. The customer was treated with food for low blood glucose. The insulin pump will not be returned for analysis. The infusion set and reservoir will not be returning.